Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) inspected the auxiliary row cubies that were not being detected, reseated the row board cables on the back of each drawer, and then used the hardware test application (hta) to pop out each cubie, check for debris, and test each cubie. The customer verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open and the device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.